Manufacturer narrative:
Two lead segments were received in our post market quality assurance laboratory. The lead was severed 195 mm from the terminal pin. Visual inspection confirmed a fracture at 667 mm from the terminal pin. Additional damage was noted at this same location, including deformation of the inner insulation. There was a bend in the insulation at 664 mm from the terminal pin. There were also deformed conductor coils 36 mm from the terminal pin. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed. The confirmed conductor fracture was most likely due to the suture sleeve tie down. Confirmed cuts into the polyurethane at 647 mm from the terminal pin indicate the possible removal of the suture sleeve.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited an increase in pacing impedance measurements. Approximately one month later, the pacing impedances measurements were greater than 2,000 ohms. Subsequently, there was loss of capture in all vectors. There was suspicion the lead had a conductor fracture. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.